Manufacturer narrative:
The customer reported that whenever he would discharge or admit a patient, the central nurse's station (cns) application would shutdown and go to the windows desktop. Nihon kohden technical support isolated the issue to the hdd. Customer sent in his unit for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that whenever he would discharge or admit a patient, the cns application would shutdown and go to the windows desktop.

Manufacturer narrative:
Corrected data: device evaluated by manufacturer, event problem and evaluation codes, additional manufacturer narrative. Additional information: follow up, additional information/ correction. Additional manufacturer narrative: the customer reported that whenever he would discharge or admit a patient, the central nurse's station (cns) application would shutdown and go to the windows desktop. The customer sent the unit in for repair. The reported problem of the cns would "shut down and go to windows desktop" was duplicated. All malfunctioning parts were replaced and the unit completed all steps in the maintenance check sheet per the service manual. The unit was returned to the customer.

Event description:
The customer reported that whenever he would discharge or admit a patient, the cns application would shutdown and go to the windows desktop.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2017, (B)(6) reported the central monitor main unit (mu-971ra sn:(B)(6)) was getting historical full disclosure data from patients that have already been discharged. Whenever he discharged or admitted a patient, the cns application would shut down and go to windows desktop. The hard drive was suspected to be corrupted. Service requested repair service performed the reported problem of the cns would "shut down and go to windows desktop" was duplicated. Cns mu-971ra s/n: (B)(6) has a vorax 5002 type motherboard, with ide hdd. Part # a/677759 ide hdd is no longer available for sale or repair. As an alternative hdd replacement, a sata hdd can be installed. A/934678 sata hdd, mu-971, wd5003abyx 800.00 repair complete. Tested and complete all steps in the maintenance check sheet per the service manual. No issue found. Investigation result the cns was put into service on 09/12/08, which is over 9 years prior to the reported issue. A review of device history found previously reported issues with the unit. (1) notification 300022384 reported (B)(6)/2015 in which customer states he could see the EKG but could not see it in full disclosure. This is not related to the current issue. (2) notification 300075604 reported (B)(6)2017 in which customer reported issues connecting a new printer. This is not related to the current issue. (3) notification 300077675 reported (B)(6)2017 in which customer reported cns had a blue screen and could not boot. Issue was resolved by troubleshooting. No parts were replaced. (4) notification 300101311 reported (B)(6)2017 in which customer reported the cns application shuts down reboots every time you admit or discharge a patient. Software version 01-96. This issue is same as the current issue. Customer indicated he would send the unit in for repair due to the hdd being out of stock. (5) notification 300101363 reported (B)(6) 2017 in which customer reported sawtooth waves. This is not related to the current issue. Nka evaluation confirmed the reported issue. There was a failure of the cns's hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. Per cns-9701a service manual revision e, the hard disk's expectedlifespan is every 2 years and customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. Device has no recorded history of hdd replacement during its 9 years of service. If customer had not replaced this part during the lifetime of the cns, this would suggest customer continued use of the hdd well beyond recommended length of time. Issues with the hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. Nka repair center replaced the hdd to resolve the issue. The unit was tested to operate as intended. There were no known issues with the cns's hdd after replacement. The root cause is determined to be lack of preventive maintenance/recommended replacement of the hdd. Based on the given information, this issue is not suspected to be caused by deficient design. Correction: f9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be 12/20/2017 not 01/17/2018 as listed on MDR initial report h3. Device evaluated by manufacturer: incorrectly selected no, not returned to manufacturer and device problem already known. Updated to yes.